Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cartridge was used to close the anastomosis during a laparoscopic gastrojejunostomy, the device slipped or slid through the tissue the device was replaced to complete the case. There was no patient injury.